Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer called into olympus technical assistance center (tac) and stated the led bar was low. Tac advised the customer to switch tanks because the tank was low and that was the reason for not enough pressure coming out of the unit. Based on the results of the investigation, a definitive root cause could not be identified. However, it is likely the pressure of the gas cylinder had been reduced, which led to insufficient pressure. An alarm is intended to go off, but there was no alarm due to some influence. Since the device was not returned, the cause of this is unknown.

Manufacturer narrative:
Additional information for the event is not yet available. Event date is not known. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, the device had some pressure issues. There is no harm to any patient.